Event description:
It was reported that the patient received inappropriate therapies due to noise on the ventricular lead. X-rays showed no issues with the lead. It was noted that the patient was using a mower at the time of the event. The lead was capped and replaced. Patient was in good condition after event.

Manufacturer narrative:
.